Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said she never got handset with her new implant, that at some point she had to meet with rep to turn therapy down because it was too high for her. Technical services redirected patient to hcp to inquire about handset. Also redirected patient to hcp to page rep to turn therapy off for surgical procedure. Patient (pt) called back and repeated previously documented information. Pt stated that they will undergo surgery next thursday and that their ins needs to be turned off. Pt also stated they do not have the handset and communicator to turn off their therapy, as they never received one. The pt was redirected to their hcp and local rep for assistance in turning off their therapy. Agent attempted to provide the nas number, but the pt was in a hurry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said she never got handset with her new implant, that at some point she had to meet with rep to turn therapy down because it was too high for her. Technical services redirected patient to hcp to inquire about handset. Also redirected patient to hcp to page rep to turn therapy off. Patient (pt) called back and repeated previously documented information. Pt also stated they do not have the handset and communicator to turn off their therapy, as they never received one. The pt was redirected to their hcp and local rep for assistance in turning off their therapy. Agent attempted to provide the nas number, but the pt was in a hurry.